Manufacturer narrative:
(B)(4). The device was not received and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate¿s bladder ruptured during infusion. The device was being used for a hepatic arterial infusion of fluorouracil. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.